Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Sales representative reported "seroma" on an unknown side and bilateral exchange of textured mcghan saline devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient and healthcare professional later reported, left-side deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening anterior side assessed as an unidentified (tear) opening. (Shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ brown particles observed outer device. ¿ observed broken plug strap side assessed as surgical damage.

Event description:
Sales representative reported "seroma" on an unknown side and bilateral exchange of textured mcghan saline devices due to patient's concern with product. Device has been explanted.